Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
The customer was contacted requesting patient information and event date, but no response received.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. The customer reported there was no patient involvement.